Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "the catheter was placed in the patient on november 12. On december 17, heparin lock was performed in the ward. Then, a crack was found in the catheter body near the junction hub. Therefore, the catheter was removed and replaced with a new one. According to the user, he/she had felt resistance during injection from the beginning, so performed heparin lock with 1cc syringe. No harm to the patient occurred. No photo available."

Event description:
It was reported that: "the catheter was placed in the patient on november 12. On december 17, heparin lock was performed in the ward. Then, a crack was found in the catheter body near the junction hub. Therefore, the catheter was removed and replaced with a new one. According to the user, he/she had felt resistance during injection from the beginning, so performed heparin lock with 1cc syringe. No harm to the patient occurred. No photo available."

Manufacturer narrative:
Qn#(B)(4).the customer returned one, 2-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. Visual analysis revealed that sutures were placed directly on the catheter body 1.2cm from the juncture hub, which is against the instructions for use. Further analysis revealed a hole just proximal to the sutures. The edges of the hole were stretched and ballooned , which is damage consistent with over-pressurizing of the catheter during use. Based on the damage and the report that a 1cc syringe was used during the event, the root cause for this complaint is related to user erroras the IFU was not followed. The hole on the catheter body measured 4-10mm from the juncture hub. The sutures on the catheter body measured 12mm from the juncture hub. The catheter body total length measured 217mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter (in an area not affected by any damage) measured 2.37mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the proximal and distal extension lines. When flushing the proximal line, fluid was observed leaking from the hole on the catheter body. No leaks were observed when flushing the distal line as the fluid exited the distal tip as intended. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also states, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture".the report that the catheter body was cut/torn was confirmed through complaint investigation of the returned sample. Visual analysis revealed a hole towards the juncture hub of the catheter body. The edges of the hole were stretched and widened, which is damage consistent with over-pressurizing during use. Further analysis revealed that sutures were placed on the catheter body just distal to this hole. Despite the damage, the catheter met all relevant dimensional requirements. During functional testing, fluid was observed leaking from the damage when flushing the proximal extension line. A device history record review was performed based on sales history, and no findings were identified. Based on the customer report that a 1cc syringe was used during the event and the observed damage on the catheter, user error likely caused or contributed to this event as the IFU was not followed. A customer in-service is being initiated to instruct the customer on proper use of the device. Teleflex will continue to monitor and trend on complaints of this nature.